Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review to the transmission revealed that the implantable cardioverter defibrillator (ICD) failed to deliver high voltage (hv) therapy for treatment of an episode ventricular tachycardia (vt) that was misdiagnosed as supraventricular tachycardia (svt). No patient symptoms were reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.